Event description:
It was reported the patient's device stopped working following a fall on (B)(6) 2012. It was also reported the patient was unconscious, but thought she may have landed on the device. The patient had telemetry issues with their device and it was reported an overdischarge was suspected. The patient's device was not able to communicate with the patient programmer, clinician programmer, or recharger. It was noted the patient's last charge was in (B)(6) 2013 and the patient had not felt stimulation for two months prior to report. The patient reportedly attempted to use their antenna locate feature and a power-on reset condition was displayed on their recharger, which then led to the normal recharging screen. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Event description:
Additional information received reported that the power-on-reset had been cleared and the patient was instructed to fully charge the device. The patient was receiving effective stimulation at the time. No additional reports of issues had been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 37082-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3986a, lot# n304166, implanted: (B)(6) 2012. Product type: lead: product ID 3986a, lot# n286356, implanted: (B)(6) 2012. Product type: lead. (B)(4).